Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xs short port btt (blunt tip trocar) valve came out. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history was performed and there are no non-conformities which could have been attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).